Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the patient used to charge every 2 weeks but now they charge once a week or less. It was unknown whether there had been any changes in programming. It was also reported that the patient saw an eri screen. There was no allegation against the ins longevity but the patient looked up the code online and said that it sounds like it means the device is failing. The patient also reported feeling pain in the area where the wires are and right at the end of the ins in the back. The patient had an appointment scheduled with their hcp and a manufacture representative to check the device. Follow-up was conducted to determine outcome.